Event description:
The customer stated architect ca 125 ii results were discrepant compared to another architect analyzer. A patient generated ca 125 ii results of 204 and 210 u/ml but when the sample was tested on another architect analyzer, the results were 61.3 and 61.6 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Our investigation has determined that this assay is performing acceptably. Using a kit of the same reagent lots, 66058m100 and 68652m100 stored at our facility, we tested the abbott controls and three levels of architect ca 125 panels. All of the abbott controls and panels met the specifications for both reagent lots. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. A review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. A review of historical data generated through complaint investigations involving the suspect reagent lots was performed. The data provided evidence that the product was performing as intended. A review of the final release testing data for the identified reagent lots was performed; the lots were deemed acceptable for release for product for sale. Based on this investigation, a specific reason for the result the customer obtained could not be determined. The customer was referred to the architect ca 125 ii package insert (version (B)(4)). This information provides guidelines on how to utilize this assay when monitoring patients with ovarian cancer. This is the final report.